Manufacturer narrative:
This complaint was opened in error. There is no complaint on this device.

Event description:
Device is eos as of (B)(6) 2025. It remains implanted but is inactive. No adverse patient events were reported. Should additional information become available, this file will be updated.